Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a mitral valve replacement procedure on (B)(6) 2016 and the suture was used for suturing the tissue valve. After the procedure, trans-esophageal echocardiogram or ultrasound was performed to check the valve and it was noticed that there was a leak on the valve. During the re-operation, the patient's chest and heart were re-opened and it was found that the suture, used on valve tissue, was loose and caused bleeding. It was also reported that the suture was removed and replaced with other suture. The procedure was done again from the start. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The re-operation for the leak on the valve occurred the same day as the initial procedure. During the re-operation, it was noted that the suture around the valve became loose and the knots unraveled. The surgeon decided to remove the sutures and the tissue valve because the valve was already damaged. Immediately after removing the sutures and tissue valve, the surgeon replaced it with a different suture and mechanical valve. The current condition of the patient was reported as ok and discharged from the hospital. The surgeon opined that a contributing factor to the loosening may have been that there is too much coating on the sutures causing it to become more slippery.